Event description:
The customer reported that the differential mixing chamber of the unicel dxh 800 coulter cellular analysis system had overflowed during maintenance procedure. The customer also noticed splatter in the area of the differential chamber. The customer reported closing the shield, running a daily check and observing an overflow of foam and blood from the analyzer. The customer stated that the leak was contained within the instrument and the volume of the leak was less than 5 milliliters. The customer was wearing personal protective equipment consisting of a lab coat, gloves and eye wear and no exposure or injury was reported. No erroneous results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) found debris in the differential mix chamber port. The fse replaced the differential mix chamber and repair was verified per established procedures.

Manufacturer narrative:
Results: debris in differential mix chamber port. (B)(4).